Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3. Analysis was performed on there was a recharge antenna failure, no device found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt had been having trouble of not being able to charge their implant for over a month or more; pt could not charge their implant. Then over this weekend the recharger even got hot on them to where they had to take it off their skin; the box got really hot. An email was sent to the repair department to replace the recharger. Pt noted its been month ago when their ins battery was not lasting as long for it would last a few days but now not even 24 hours; pt verified that they had increased their stimulation intensity. Ps reviewed about ins charge depletion due to stimulation intensity.